Event description:
The customer reported that the device became locked while on tissue. The device was removed with the use of another instrument. The knife was described as being extended outside of the device jaws. The surgeon opened a second device and completed the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.